Manufacturer narrative:
Other, other text: d3, g1,2 email is: regulatory.responses@icumed.com one device was returned for evaluation. Visual inspection revealed no anomalies. Review of the event history logs confirmed a primary audible bgnd alarm occurred. Functional testing was performed and the reported issue was able to be replicated; the speaker was not working as intended, a cable was found nicked, and the interconnect board was contaminated. The root cause was determined to be the speaker not operating as intended. The speaker and interconnect board were replaced. The product?s history records were reviewed and identified that the reported complaint is related to a prior service of this device; however, the previous service of the device could not duplicate the primary audible alarm bgnd and no repair was performed and as such no repair was performed related to that issue. Although the reported problem is found within the previous repair, the service history review revealed no issue with the repair or previous service performed which could be attributed to the source of the problem for the current complaint.

Event description:
It was reported that the device exhibited a primary audible background alarm; device system failure. Per the reporter, the speaker was already replaced and the alarm was still going off. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.